Event description:
62 cc of fluid drained from right knee [effusion (r) knee]. Pain in her right knee [aching (r) knee]. Case narrative: this case was linked to case (B)(4) (multiple devices, left knee). Initial information received on 04-feb-2020 regarding an unsolicited valid serious case received from health authorities of united states via other healthcare professional under reference mw5091788. This case involves an unknown age female patient who experienced pain in her right knee and later had 62 cc of fluid drained from right knee, while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate (strength: 8mg/ml) at unknown dosage once in her right knee (batch, indication: unknown) (expiration date 08-oct-2020) (there would be no information on batch number) by a healthcare professional. On (B)(6) 2019, in the morning, patient began having some pain in her right knee (latency: 1 day). Over the weekend, in (B)(6) 2019, patient went to the hospital due to this pain and had 62 cc of fluid drained from right knee (latency: unknown). Both the events were assessed as serious due to hospitalization. Action taken: not applicable for both events. Corrective treatment: 62 cc of fluid drained from right knee (joint effusion); not reported for other events. Outcome: unknown for both events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 10-jun-2020 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: 17-jun-2020. Follow up was received on 04-feb-2020 from other healthcare professional: global ptc number was updated. Additional information was received on 17-jun-2020 from healthcare professional. Global ptc number and ptc results added. Text was amended accordingly.